Event description:
It was reported that during the laser photoselective vaporization of the prostate procedure there was an intraoperative error code #171 that occurred. The system was rebooted but not resolved. Operation was aborted. There was no clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device confirmed the resonator error code. The resonator was replaced, and the issue was resolved. The system passed full functional and electrical safety testing. The issue was most likely due to an electrical failure with the resonator. Based on the resonator error finding, an evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during the laser photoselective vaporization of the prostate procedure there was an intraoperative error code171 that occurred. The system was rebooted but not resolved. Operation was aborted. There was no clinical consequences to the patient.